Event description:
It was reported that a spectrum pump's "interface disabled" in the nursing care area. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "interface disabled", which was reproduced as a malfunctioning keypad. The device evaluation confirmed the (run/stop), (ok), #0, #1, #2, #3, #4, #5, #6, #7, #8, #9 and (.) Keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the (run/stop) key will occur following the selected key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.